Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 229 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 170 mg/dl and 165 mg/dl using truemetrix air meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is four weeks. The meter memory was reviewed for previous test result history: result 1 : 192 mg/dl date:(B)(6) 2017 time: 11:34 am fasting, result 2 : 210 mg/dl date: (B)(6) 2017 time: 10:56 am fasting, result 3 : 208 mg/dl date: (B)(6) 2017 time: 8:46 am non-fasting, result 4 : 175 mg/dl date: (B)(6) 2017 time: 3:50 pm non-fasting, result 5 : 229 mg/dl date: (B)(6) 2017 time: 11:30 am fasting. Customer states high blood results. Customer feels well and does not need medical attention. Customer is concerned with high results. Customer is not aware of a1c results. Advised customer to stop using product and return for investigation. Will replace meter , strips, and send two bottles of control solution.